Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.